Manufacturer narrative:
Exact date unknown, event occurred two months ago.

Event description:
It was reported that the patients clik anchor was broken. The patient underwent a revision procedure wherein the broken clik anchor was replaced. The patient was doing well postoperatively. The explanted clik anchor was not returned due to medical facility protocol.